Manufacturer narrative:
The healon is not an implantable device. The healon is not an implantable device; therefore, not explanted. (B)(6). The product (iol) is not returning for evaluation as not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had cataract surgery in the right eye, during the procedure was used the healon ovd (ophthalmic viscoelastic device).at the 1-day postoperative study visit on (B)(6) 2019, severe edema was observed during the ocular exam. The subject was administered anti-edema eye drops 4 times per day, and anti-edema ointment. A secondary surgical intervention was not performed. The event was considered serious/sight-threatening, probably related to the device and anticipated. The site typically uses dispersive ovds and indicated that the surgeon thinks that the cause of the event is due to using a cohesive ovd during the surgery. All information available were submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the device lot number was inadvertently entered in the incorrect field for the serial number, which has been corrected in this supplemental report. The following field was updated accordingly: section d4. Lot#: ud31153. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.